Manufacturer narrative:
Physio-control further evaluated the downloaded electronic records and verified the device unexpectedly lost power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power, while providing defibrillation therapy to a patient. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, the customer was not able to provide any additional information.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power, while providing defibrillation therapy to a patient. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, the customer was not able to provide any additional information.